Manufacturer narrative:
(B)(4). A visual examination of the returned capio slim revealed that the carrier was broken and not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The review and analysis of all available information fails to indicate a root cause or probable root cause. Therefore, the root cause of this complaint is undeterminable.

Event description:
It was reported to boston scientific corporation that a capio¿ slim was used during a vaginal prolapse repair procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the capio cage failed to catch the needle. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation finding: carrier broken. Additional information may 12, 2017: the missing part had fallen on the floor and was disposed. Nothing was left in the patient.